Event description:
It was reported during an atrial fibrillation (afib) procedure, an error 25 appeared on the c3 system. Just prior to the error appearing, the electrograms became noisy and the stockert displayed a "temp limiter" error. They were ablating without difficulty prior to this issue. Suggested unplugging everything from the patient interface unit (piu) and rebooting the piu. The error disappeared when the piu rebooted. When the catheters were plugged back in, the error does not reappear. Case resumed without further incident. There was no patient injury reported in this case. Upon request, additional information was provided on the event by the bwi field representative. For the noise issue, it occurred on all channels including the 12 leads on both the carto 3 system and the ep recording system at the same time. The noise became apparent and then the display of the electrograms shrunk on the recording system and the carto 3 system and then finally disappeared. The noise came back and then repeated multiple times. The electrograms were unable to be interpreted. The noise occurred spontaneously with and without ablation and also with changing the cable. For the temperature issue, the temperature was reading above 40 degrees celsius, and a "temp limiter" error was displayed on the stockert 70 system. After changing the cable, the temperature read 80 degrees celsius on the generator. The physician became aware of the incorrect temperature reading when the "temp limiter" error appeared. No ablation took place during the incorrect temperature display because the "temp limiter" error would not allow ablation. There was no cardioversion during this procedure. The severity of the noise which occurred on all channels including the 12 leads on both the carto 3 system and the ep recording system at the same time is indicative of a reportable event.

Manufacturer narrative:
Evaluation summary. (B)(4). It was reported during an atrial fibrillation (afib) procedure, an error 25 appeared on the c3 system. Just prior to the error appearing, the electrograms became noisy and the stockert displayed a "temp limiter" error. The noise occurred on all channels including the 12 leads on both the carto 3 system and the ep recording system at the same time. The electrograms were unable to be interpreted. The error disappeared when the piu rebooted. When the catheters were plugged back in, the error does not reappear. Exchanging the ez steer thermocool sf navigational catheter resolved the "temp limiter" error issue. Case resumed without further incident. There was no patient injury reported in this case. Error 25 was resolved by rebooting the piu. This issue is related to (B)(4) and related to loc rx card malfunction. The user resolved the issue as instructed in the IFU. Regarding the noise, the field service engineer visited the site and supported a case on (B)(4) 2012 and found no issues with the carto 3 system. An additional OEM manufacturer action device history review (DHR) was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant product: ez steer thermocool sf nav, model #: d-1313-05-s, lot #: unknown_d-1313-05-s. Product has been received to be analyzed. (B)(4).